Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. The insulin pump was unable to communicate to carelink, problem isolated to motherboard. The insulin pump was received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was not downloading. The customer's blood glucose was unknown at the time of incident. Troubleshooting was performed. The insulin pump was returned for analysis.

Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial report were incorrect. The correct dates have been provided in this report.